Manufacturer narrative:
The sample associated to this report is expected to be returned for investigation. If the sample is received ans significant info is identified from the sample analysis, a supplemental report will be provided. Part number # 135-70 is not distributed in the u.s.; however, pn# 86550 is of essentially identical design and is distributed in the u.s. Please refer to the applicable 510k for u.s.

Event description:
The company received a report where it was claimed that the tube developed a leak in the 5th day of pt use. The caller reported the tube was removed and water was observed in the pilot balloon. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.